Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The tip detachment was confirmed. The difficulty during deployment was unable to be confirmed as it was based on case circumstances. In this case, it is likely that the thumbslide was not retracted and the system lock was not prior to removal causing the tip to catch on the stent and began to withdrawal with the delivery system. It should be noted that the supera instruction for use, instructs: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The investigation determined that the cause for the reported the reported difficulties were due to use error. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery. The supera was advanced successfully to the lesion and deployed. During removal of the device, under fluoroscopy the stent implant was noted retracting with the system; therefore, the thumbslide was retracted and the stent was fully released back to normal apposition. Additionally, during withdrawal of the device the nosecone separated. A snare device was used to retrieve the nosecone successfully. The stent placement was reconfirmed and angiography results were good. It was further reported that the physician could not remember or confirm if prior to removal of the device, the deployment lock was locked. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.